Manufacturer narrative:
Root cause: based on the investigation, a possible root cause of assembly error has been identified. The operator may have failed to assemble the needle on the collection device and a visual inspection was not properly made. Corrective action: the operator who assembled the reported work order is no longer working in this manufacturing area. The actual operators have been made aware of the reported incident. Operators were task trained to ensure all components are complete and correctly assembled on the collection devices. Investigation summary. An internal complaint (call 40513) was received indicating an umbilical cord blood collection device (part number 72-8000) failed to collect blood due to a missing needle. A sample was initially reported to be available for return. However, due to the sample being contaminated, pictures of the defective device were sent instead. The device history record for the reported lot number was verified and no issues were found when the product was assembled. As part of the investigation process, a brainstorming exercise was performed in accordance with the internal complaint handling procedure to identify a possible root cause as to why the needle was missing from the cord blood collection device. The complaint log was reviewed for the time period of (B)(6) 2015, to (B)(6) 2017, and one related internal complaint was identified. During the same time period, a total of 10,836 cases or 1, 803,000 eaches for the part number in reference have been sold. The complaint-to-sales ratio for this period of review is 0.00000055. Preventive action: an engineering change order (eco 45389) was requested to add to the device routing steps that all operators complete an inspection of the assembled products to ensure the components are complete and correctly assembled. The investigation is complete at this time. If new and critical information becomes available, this report will be updated.

Event description:
During a c-section, the doctor noticed blood was not being collected due to the needle missing from the vacutainer. The doctor needed to use a syringe to collect the cord blood. The hospital staff x-rayed the patient to determine if the needle fell off into the patient.

Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating an umbilical cord blood collection device (part number 72-8000) failed to collect blood due to a missing needle. A sample was initially reported to be available for return. However, due to the sample being contaminated, pictures of the defective device were sent instead. The investigation is ongoing at this time. When new and critical information becomes available, this report will be updated.

Event description:
During a c-section, the doctor noticed blood was not being collected due to the needle missing from the vacutainer. The doctor needed to use a syringe to collect the cord blood. The hospital staff x-rayed the patient to determine if the needle fell off into the patient.